Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple e code error alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected error message due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, missing reservoir tube o ring and cracked belt clip slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).